Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in mexico. As reported, this was a case of 23mm sapien 3 valve, in the aortic position by transfemoral approach. The crimping process was performed without difficulties, the esheath insertion and the aortic crossing were good. However, the valve deployment was done faster than discussed and led to positioning the valve too ventricular (60/40). During the deployment process, no difficulties were found while inflating the balloon. As a result, the gradient was high. A valve-in-valve with a second 23mm sapien 3 kit was performed with good results for the patient. On pod1, the patient was stable. As per medical opinion, the root cause of the event might be a combination of inflation being done faster than discussed and annular calcification.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve malposition was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, ''the valve deployment was done faster than discussed and lead to position the valve too ventricular (60/40).'' Per the medical history, native annular and leaflet had severe calcification. Per training manual, ''slow inflation during initial deployment may help with stability of the delivery system and thv during deployment'', and ''factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv''. In this case, fast balloon inflation may have caused the unstable valve deployment. In addition, calcified annulus and leaflets with rigid characteristics could have caused the thv to get pushed upward or toward aorta during deployment. As such, available information suggests that patient factors (calcification) and/or procedural factors (valve deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.